Manufacturer narrative:
According to the information gathered during the device history record review, there is enough evidence to support that device was assembled in accordance with allergan medical procedures and specifications. The physician only confirmed capsular contracture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: undergoing any type of surgery involves risks. There are a number of local complications (problems at or near the breast/surgical incision site) that may occur after your breast implant surgery. The following sections present results from allergan¿s core clinical study conducted on natrelle ® silicone-filled breast implants. One of the key complications reported is called ¿capsular contracture.¿ capsular contracture is a tightening of the scar tissue (also called a capsule) that normally forms around the breast implant during the healing process after surgery. In some women, the scar tissue (capsule) squeezes the implant. This results in firmness or hardening of the breast, and it is a risk for implant rupture. Degrees of capsular contracture are classified by the baker grading scale.1 capsular contracture baker grades iii and IV are the most severe. Baker grade iii often results in the need for additional surgery (reoperation) because of pain and possibly abnormal appearance. Baker grade IV usually results in the need for reoperation because of pain and unacceptable appearance. Other reasons for reoperations are discussed in the online patient labeling in section 5.5 allergan¿s clinical study results: what are the main reasons for reoperation? Glossary: capsular contracture - a tightening of the scar tissue (also called a capsule) that normally forms around the breast implant during the healing process after surgery. In some women, the scar tissue (capsule) squeezes the implant. When this occurs, it is called capsular contracture. This results in firmness or hardening of the breast, and is a risk for implant rupture. Capsular contracture is classified by baker grades. Capsular contracture baker grades iii and IV are the most severe. Baker grade iii often results in the need for additional surgery (reoperation) because of pain and possibly abnormal appearance. Baker grade IV usually results in the need for additional surgery (reoperation) because of pain and unacceptable appearance. Capsular contracture baker grade ii may also result in the need for surgery. Each grade is described below. Baker grade I ¿ normally soft and natural appearance. Baker grade ii ¿ a little firm, but breast looks normal. Baker grade iii ¿ more firm than normal, and may look abnormal (change in shape). Baker grade IV ¿ hard, obvious distortion, and rupture - a hole or tear in the shell of the implant that allows silicone gel filler material to leak from the shell. Ruptures can be intracapsular (inside the scar tissue capsule surrounding the implant) or extracapsular (outside the scar tissue surrounding the implant). Warnings: rupture of a silicone-filled breast implant is most often silent. This means that neither you nor your surgeon will know that your implants have a rupture. Therefore you will need regular MRI screenings over your lifetime in order to determine if rupture is present. You should have an MRI 3 years after your breast implant surgery and then every 2 years after that for as long as you have your breast implants. If implant rupture is noted on an MRI, you should have the implant removed, with or without replacement.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Healthcare professional confirmed capsular contracture, baker grade unknown. The device remains implanted. This medwatch is for the right side. See MFR # 9617229-2017-00370 for the left side.